Manufacturer narrative:
B5 event narrative updated. E1: initial reporter facility name - (B)(6).

Event description:
It was reported that movement of the device occurred. The patient underwent atrial fibrillation ablation using pulmonary vein isolation with cryo method prior to the procedure. A left atrial appendage (laa) closure procedure was then performed. A 31mm watchman flx laa closure device was initially used but was not implanted successfully due to the inability to cover a posterior leak. The 31mm device was removed from the patient and the procedure was completed with a 35mm watchman flx laa closure device with a complete laa seal and deployed device diameter of 28.3 mm. Post implant, aspirin and apixaban was continued. On (B)(6) 2021, the patient was discharged. On (B)(6) 2021, 101 days post procedure a transesophageal echocardiogram (tee) revealed that the watchman device in the laa appeared to be protruding out of into the left atrial cavity. The distal portion of the device beyond the skirt was located in the atrium, exposing the struts of the device and allowing a fluid jet of 4mm around the device. With concerns of device embolization, the patient was planned to have a left heart cath, open heart surgery for the removal of device and maze clip; however, the surgery was cancelled and the patient was scheduled to have a repeat computed tomography scan in 3 weeks. On (B)(6) 2021, the CT of the heart was performed, which revealed interval placement of the watchman device within the laa, no thrombus protruding from the proximal face of the device, no evidence of significant peri device leak, the proximal face of the device protruded through the ostium into the left atrial cavity, mild cardiomegaly with congestive heart failure, marked left sided gynecomastia and mild diffuse bilateral bronchial wall/ parabronchial thickening in the imaged lungs which is likely due to inflammation. No further action was taken to treat this event. At the time of reporting, the event is ongoing. It was further reported that the shape of the laa was a windsock. The patient is in a stable condition.

Event description:
It was reported that movement of the device occurred. The patient underwent atrial fibrillation ablation using pulmonary vein isolation with cryo method prior to the procedure. A left atrial appendage (laa) closure procedure was then performed. A 31mm watchman flx laa closure device was initially used but was not implanted successfully due to the inability to cover a posterior leak. The 31mm device was removed from the patient and the procedure was completed with a 35mm watchman flx laa closure device with a complete laa seal and deployed device diameter of 28.3 mm. Post implant, aspirin and apixaban was continued. On (B)(6) 2021, the patient was discharged. On (B)(6) 2021, 101 days post procedure a transesophageal echocardiogram (tee) revealed that the watchman device in the laa appeared to be protruding out of into the left atrial cavity. The distal portion of the device beyond the skirt was located in the atrium, exposing the struts of the device and allowing a fluid jet of 4mm around the device. With concerns of device embolization, the patient was planned to have a left heart cath, open heart surgery for the removal of device and maze clip; however, the surgery was cancelled and the patient was scheduled to have a repeat computed tomography scan in 3 weeks. On (B)(6) 2021, the CT of the heart was performed, which revealed interval placement of the watchman device within the laa, no thrombus protruding from the proximal face of the device, no evidence of significant peri device leak, the proximal face of the device protruded through the ostium into the left atrial cavity, mild cardiomegaly with congestive heart failure, marked left sided gynecomastia and mild diffuse bilateral bronchial wall/ parabronchial thickening in the imaged lungs which is likely due to inflammation. No further action was taken to treat this event. At the time of reporting, the event is ongoing. It was further reported that the shape of the laa was a windsock. The patient is in a stable condition. It was further reported that apixaban was stopped on (B)(6) 2022 and the dosage of aspirin was changed from 81 mg to 325 mg.

Manufacturer narrative:
B5 event narrative updated. E1: initial reporter facility name - (B)(6). H6: impact code added.

Manufacturer narrative:
(B)(6).

Event description:
Option study: it was reported that movement of the device occurred. The patient underwent atrial fibrillation ablation using pulmonary vein isolation with cryo method prior to the procedure. A left atrial appendage (laa) closure procedure was then performed. A 31mm watchman flx laa closure device was initially used but was not implanted successfully due to the inability to cover a posterior leak. The 31mm device was removed from the patient and the procedure was completed with a 35mm watchman flx laa closure device with a complete laa seal and deployed device diameter of 28.3 mm. Post implant, aspirin and apixaban was continued. On (B)(6) 2021, the patient was discharged. On (B)(6) 2021, 101 days post procedure a transesophageal echocardiogram (tee) revealed that the watchman device in the laa appeared to be protruding out of into the left atrial cavity. The distal portion of the device beyond the skirt was located in the atrium, exposing the struts of the device and allowing a fluid jet of 4mm around the device. With concerns of device embolization, the patient was planned to have a left heart cath, open heart surgery for the removal of device and maze clip; however, the surgery was cancelled and the patient was scheduled to have a repeat computed tomography scan in 3 weeks. On (B)(6) 2021, the CT of the heart was performed, which revealed interval placement of the watchman device within the laa, no thrombus protruding from the proximal face of the device, no evidence of significant peri device leak, the proximal face of the device protruded through the ostium into the left atrial cavity, mild cardiomegaly with congestive heart failure, marked left sided gynecomastia and mild diffuse bilateral bronchial wall/ parabronchial thickening in the imaged lungs which is likely due to inflammation. No further action was taken to treat this event. At the time of reporting, the event is ongoing.